Event description:
It was reported three duets stents were implanted, two in the left anterior descendent and one in the right coronary artery. The pt went home after the procedure. Four days later the pt returned with reported sub acute thrombosis occulsion and eventually expired. No other info was reported. Attempts to obtain additional info were unsuccessful.